Event description:
It was reported that during a right upper lung resection procedure, found that the staples were malformed after the 4th firing on the pulmonary artery. Buttressing material was not utilized. Another device was used to complete the procedure. There were no adverse consequences for the patient. As the patient has the hepatitis, the device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.